Event description:
It was reported that the device status page is reflecting a bipolar impedance measurement when it should be displaying a unipolar measurement. The device is permanently programmed to unipolar as the leads are unipolar leads. In addition the measurement reading is greater than 3000 ohms when in reality the true measurement is in the mid two hundred ranges. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.